Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient was wearing the pod on the arm between 1 and 4 hours. The patient reported elevated glucose levels (greater than 250 mg/dl) and difficulty reducing glucose with the pod despite attempting a pod change. The patient sought emergency medical attention on (B)(6) 2026. The patient reported not feeling well and was diagnosed with hyperglycemia with diabetic ketoacidosis. Treatment included intravenous (IV) fluids and IV insulin. The patient remained in the emergency room for a few hours and was released on (B)(6) 2026.